Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, it was reported that the patient experienced an adhesive issue with one infusion set, it was fell off during use. The area of insertion was cleaned and air-dried, and there was no irritation prior to insertion. The infusion set had been in use for 12-24 hours. The patient's blood glucose (bg) level due to the issue was 48 mg/dl. The patient consumed carbohydrates to address the low bg, and no injury occurred. The patient resolved the issue by replacing the infusion set and successfully resumed insulin. No further information available.